Event description:
Medtronic received information that this patient developed thrombus on leaflet, resulting in the need for explant of the valve 23 days post implant. A request was made for anticoagulation status and thrombus risk factors, but this information was denied, due to policy regarding personal information. Sections of the valve were removed at the hospital and sent for pathology. The remainder of the valve was returned to medtronic for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Analysis: the valve was received with all leaflets excised. The septal shelf remains intact. Due to the receipt condition of the valve, a complete analysis could not be made. However, remnants of blood stained thrombotic appearing host material remains attached to the remaining tissue adjacent to the margin of attachment of the left cusp and septal shelf. Radiography shows no evidence of mineralization in the existing value tissue. Hospital pathology evaluation of the valve identified valve leaflet degeneration due to superficial histiocytic inflammation with adherent thrombus. Conclusion: reduced performance of the device attributed to thrombus formation, a condition generally attributed to the patient. Pathological evaluation by the hospital confirmed thrombus formation. The device was replaced without reported adverse patient effects.